Event description:
It was reported that the bd precisionglide 22 g x 1½" needle experienced a damaged needle hub. The following information was provided by the initial reporter: metal needle was found bonded not straight to the luer hub. The luer hub was also found deformed and out of round.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of needle defect - other was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted.

Event description:
It was reported that the bd precisionglide 22 g x 1½" needle experienced a damaged needle hub. The following information was provided by the initial reporter: metal needle was found bonded not straight to the luer hub. The luer hub was also found deformed and out of round.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.